Event description:
It was reported the patient lost his scs system's charger and programmer in a house fire and has not charged or used his scs system since. A new charger was sent to the patient, however, the patient reported he was unable to establish any communication between the charger and his ipg. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.